Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant the patient experienced "seroma over the device site that opened and drained"  the implantable pulse generator (ipg) remains in use.  No further patient complications have been reported as a result of this event.